Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they have had 6 false positive results with quickvue otc since the beginning of september 2022 which have been confirmed negative by molecular (pcr testing) and other rapid antigen testing. Each event is captured on a separate report.